Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2001, the primary surgery was performed via tha with the implants. The primary surgery was completed successfully without any surgical delay. On (B)(6) 2019, the patient visited the hospital and it was confirmed that the stem had been sinking, but the hospital only followed up the patient with the wishes of the patient. On (B)(6) 2021, the revision surgery is scheduled due to stem sinking progress and pain. On (B)(6) 2021, the revision surgery was performed and completed successfully. In the revision, the implants were removed and new implants (other company's products) were implanted. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.